Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device did not detect the attached electrode pads and failed for high impedance. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.